Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the case was created by the field support technician and submitted for documentation purposes. The customer confirmed they were not aware about this issue. The case was submitted solely for documentation purposes. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen had been freezing during boot up. After an update that occurred last summer, the screen would freeze when starting up after being powered on. It did turn on, but it took longer than expected. There were no adverse events or injuries reported based on this event.